Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
It was reported that during periodic maintenance, the manufacturer's international service technician reviewed the significant even log and found an occurrence of primary alarm failure, 5 volt supply failure, and a broken top enclosure. There was no patient involvement. The manufacturer's international service technician replaced the central processing unit to resolve the primary alarm failure, replaced the power management board to resolve the 5 volt supply failure, and replaced the enclosure to resolve the breakage.

Manufacturer narrative:
G4: 04aug2020. B4: 05aug2020. The power management board was returned for evaluation. Cycle testing did not replicate the reported failure. Unable to replicate the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.